Manufacturer narrative:
The device will not be returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient in (B)(6) acquired an infection post implant. The patient was hospitalized and treated with antibiotics. The system was explanted. The patient was discharged from the hospital and recovered without sequelae.